Manufacturer narrative:
Batch records for final product manufacture and qc record for cov2020145 were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. Test results for retention samples of cov2020145 met the qc criteria and the issue was not found in the retained samples. The complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation. The following fields are updated: b4, "date of this report" - date of follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - updated to "additional information" and "device evaluation" h6 "adverse event problem" - event problem and evaluation codes such as "investigation findings" and "investigation. Conclusions" are added per investigation. H10 "additional narrative/data" - added manufacturer's narrative.

Event description:
Invalid result (s). Called in because he received a flowflex kit and no results displayed. No c or t line appeared. He followed the directions exactly. He dispensed the sample into the s well. The desiccant pack was present in the test cassette pouch. The kit was received from the ocean county health dept.

Event description:
Invalid result(s). Called in because he received a flowflex kit and no results displayed. No c or t line appeared. He followed the directions exactly. He dispensed the sample into the s well. The desiccant pack was present in the test cassette pouch. The kit was received from the ocean county health dept.